Event description:
A patient reported experiencing inaccurate low results with a one touch meter. On 10/2001, patient's blood glucose was 99 mg/dl. No other results documented. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further info has been reported.